Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with a complaint of chest pain. A chest x-ray revealed right ventricular (rv) lead perforation. The lead was explanted and replaced. The patient was stable.

Event description:
New information received indicates that the right ventricular (rv) lead exhibited decreased r wave amplitude.